Event description:
The report stated that the ligasure vessel sealing system was activated through a full sealing cycle with an end tone, but the patient's tissue was not sealed. There was no bleeding as a result of this. Another ligasure v was used to complete the surgery. The ligasure generator was set at 2 bars.

Manufacturer narrative:
The sample has been requested, but the site has indicated it will not be returned for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.